Event description:
Pt brought to the operating room for sleeve gastrectomy and hiatal hernia repair. According to the scrub tech, when he was getting the echelon stapler ready, he noted that the device would not open. A second device was opened and the procedures were completed without incident. There was no harm to the pt. Surgeon: (B)(6).